Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for routine follow up. Upon interrogation, inappropriate atp therapy due to suspected external noise was observed. Programming changes were made. Electrical parameters were stable and the patients condition was good.